Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It is not possible to confirm the e8 message due to button being non-functional. Pump replaced and requested for investigation. No adverse event alleged.